Event description:
It was reported that lead fracture was observed. Twiddler's syndrome was observed during a lead revision procedure. The lead was capped and replaced. The patient was in good condition post-procedure.